Manufacturer narrative:
(B)(4). Date sent 2/27/2025. D4 batch #218d38. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received along with its opened packaging, unfired and with the right gripping surface damaged making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 218d38, and no non-conformances were identified. The lot#241d62 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a total pelvic organ resection surgery procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.